Manufacturer narrative:
Concomitant medical product: 4524-45 lead, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture and noise. The lead was reprogrammed off and remains in patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped and replaced with a leadless pacemaker.